Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported that error code "cf08" appeared and calibration failed. No other details regarding the nature of the event were provided. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.